Manufacturer narrative:
A replacement power supply was sent to the customer. Upon receipt and qe evaluation, a breach in the transformer housing was found. The case of the breach in the rev n transformer has not been determined at this time. It is currently being (B)(4).

Event description:
The customer reported to customer service that the transformer housing of her pump in style breast pump had a crack with no exposed wires. Upon receipt and qe evaluation, a breach in the transformer housing was found. The underlying wires were exposed posing a safety risk.